Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a crack in the battery compartment. The display was dim and discolored. There was evidence of moisture under the contrast, up and down contacts. Unrelated to these issues, the keypad cover was detached from the pump; however, all buttons were responsive during the investigation. The audio bolus button cover was damaged; however, the audio bolus button was responsive during the investigation. A crack was noted between the case seal and the display lens. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. The display was dim and discolored. In addition, there was evidence of moisture under the contrast, up and down contacts. This report is made based on results of investigation completed on (B)(6) 2016.